Manufacturer narrative:
During device revision surgery, the surgeon reportedly discovered cholesteatoma. The recipient's device was explanted. The recipient was not reimplanted.

Event description:
The recipient reportedly is experiencing sound quality issues and non-auditory sensations with and without device use. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The residual gas analysis result revealed nitrogen levels above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The device passed the electrical tests performed. This is the final report.